Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device has a speaker malfunction inop and weak sound. The device was not in use on a patient at the time of event, there was no patient involvement.

Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device displayed a speaker malfunction error. The device had audio but it was very faint. The alleged device was removed from service. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a defective speaker.